Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Revision operative report for patient's second revision indicates patient was revised due to dislocation and discomfort. The revision operative report also indicates the abductor was still slightly lax.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or review of device history records was not possible as the necessary product/lot code combination was not provided. Medical records were received and reviewed. From a medical perspective, it is unlikely the complaint is product related. The surgeon noted placement of the cup was greater than what is recommended as well as the anteversion was also off. IFU's caution against use in morbidly obese and diabetic patients. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. It should be noted, it was reported the depuy femoral head was reportedly used in conjunction with a competitors acetabular liner. This use of a depuy device is not recommended and is considered off-label use. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.